Manufacturer narrative:
The esu was returned and thoroughly inspected/tested. The unit was found to be functioning as intended. The evaluation included an electrical safety check, a function check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. In addition, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no equipment problem was found that would have caused or contributed to the events. Most likely there were many factors involved in the reported incidents. However, the disease states of the patients were significant factors involved with the interventions. Nonetheless, no conclusive determination could be made as to the cause of the situations. To further address the issue, additional in-service work will be offered to the account (note: the staff reported that they are confident with the equipment). No trends were identified with the reported incidents. Erbe USA, inc is now closing the file on this event.

Manufacturer narrative:
The esu was returned and thoroughly inspected/tested. The unit was found to be functioning as intended. The evaluation included an electrical safety check, a function check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. In addition, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no equipment problem was found that would have caused or contributed to the events. Most likely there were many factors involved in the reported incidents. However, the disease states of the patients were significant factors involved with the interventions. Nonetheless, no conclusive determination could be made as to the cause of the situations. To further address the issue, additional in-service work will be offered to the account (note: the staff reported that they are confident with the equipment). No trends were identified with the reported incidents. Erbe USA, inc. Is now closing the file on this event.

Event description:
The second patient (a (B)(6) female) had a large granuloma cell tumor at 45 cm in the sigmoid. A saline injection was used to raise the tumor and it was resectioned via a snare wire. The settings were forced coag at effect 1, 25 watts. After passing out at home, the patient was admitted to the hospital with extensive fecal peritonitis. A sigmoid resection and colostomy was performed with additional hospitalization. Note: the medical staff stated that at the time of the interventions, the tissue effects looked good and no perforations were noticed.

Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in two (2) patient incidents. In the first event, the esu was used in a colonoscopy to remove a 1 cm polyp at the hepatic flexure of an (B)(6) male. The settings were forced coag at effect 1, 25 watts. The patient returned that evening with pain. A right hemicolectomy was performed. The patient recovered well and was released. Note: the medical staff stated that at the time of the interventions, the tissue effects looked good and no perforations were noticed.